Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to high pacing thresholds and the helix would not extend or retract. The physician kept turning the helix to come out but was unsuccessful. This lead was never in service and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.